Manufacturer narrative:
H10; additional information: updated: a4, b5 and d6b.

Event description:
It was reported that, after a rotator cuff repair surgery, the patient was complaining of stiffness and was unable to raise the arm without pain. The patient was scanned and it was identified that the healicoil knotless suture threaded architecture was floating around the glenohumeral joint, the anchor pulled out of the bone. A revision surgery was performed on (B)(6) 2023 and the anchor pieces were retrieved. No further complications reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned device found that it is not in its original packaging. The distal implant was returned with 2 lengths of suture through the suture window. Several fragments of the proximal implant were returned. The returned items have debris on them. Based on the condition of the product material found during visual inspection, additional material testing is not required. Of the two provided photos reviewed, the radiographic image (single view of CT scan) of the shoulder appears to confirm the anchor is not in the bone. The second photo shows the anchor device with an attached piece of suture thread in a clear container. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The patient impact beyond the reported symptoms, events, and revision cannot be determined. The patient¿s current health status is unknown. Therefore, no further clinical/medical assessment can be rendered. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that tensile strength requirements are specified. A material certificate of analysis is required for raw material. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a rotator cuff repair surgery, the patient was complaining of stiffness and was unable to raise the arm without pain. The patient was scanned and it was identified that the healicoil knotless suture threaded architecture was floating around the glenohumeral joint, the anchor pulled out of the bone. A revision surgery is scheduled for (B)(6) 2023. No further complications reported.